Event description:
Painful knees, acutely swollen knees. Information was received in 2007, from a physician via a company representative regarding four patients (gender, age, and initials unknown). This report represents the second of the four patients who were treated with synvisc in an unknown knee approximately two weeks ago and subsequently experienced painful and acutely swollen knees. The physician reported that all of the patient's events resolved after a steroid injection or discontinuation of synvisc. No further information was provided. Please refer to manufacturer's control numbers; synv-16675, synv-16677 and synv-16678 for the reports regarding the other three patients.